Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync issues. The technical support specialist (tss) remoted into the station and reviewed the sync status and logs, where structured query language (sql) errors indicating possible database corruption were identified. Restarted the sync and sql services and performed troubleshooting steps, including running dbcc checkdb. Resolved connection and service issues, terminated blocking sessions, and successfully repaired the database using checkdb with repair_rebuild. Data sync services were then restarted, communication was validated using knowledge base procedures, and a full data synchronization was completed. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6) device was not connecting or communicating with the server or (B)(6). Nursing staff informed that when attempted to remove a demerol injection, the device indicated it was out of stock; however, server reports showed that the medication had not been used in over 200 days and that five units were still on hand. Additionally, when running the auto stock function in (B)(6), no narcotics appeared for restocking despite the need for hydromorphone injection, tramadol ER 100 mg, and demerol. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.